Event description:
This is my 6th set of breast implants (4th in less than 3 yrs), and the 2nd set of allergan highly cohesive gel implants. Since having these placed on (B)(6) 2020, I have had severe pain in my chest, daily headaches that sometimes turn into migraines, neck and jaw pain, as well as constant brain fog and vision issues, as well as chronic fatigue, tingling in my arms, chills, and tinnitus. These are all of the same symptoms I had when I had my (B)(6) year old mentor implants with the new gummy bear implants by allergan on (B)(6) 2017, but attributed them to other factors relating to my implant exchange surgery at the time. In (B)(6) 2018, I had the allergan gummy bear implants exchanged, and went back to mentor, and almost as soon as I woke up from my surgery, I could feel a difference, as some of the symptoms went away. On (B)(6) 2020 I had my 7th surgery, to try and help correct the negative outcome of the (B)(6) 2018 surgery. As soon as the pain blocker started wearing off (and probably sooner than that, looking back now), I felt the exact same way I did after the (B)(6) 2017 surgery with the allergan implants. Every day, I feel like I'm not really living. I feel like I've been robbed of the last 3 years of my life, due to the negative affects of the previous implant surgeries. Every day, I feel the same way, with some days being worse than others. It is my strong personal belief that the highly cohesive gel implant by allergan is the cause of my health issues, and I hope more research will be done on them, so all women will be properly informed of the possible risks and side effects of having implants, so that she will be able to make a truly educated choice of whether or not to get implants, I wish someone would have told me. FDA safety report ID # (B)(4).